Manufacturer narrative:
(B)(4). Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin hatch was not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.